Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the cable was loosely inserted and not locked, resulting in no signal output. The upper panel assembly was found to be misaligned and was corrected. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: g2 (report source).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: h6(investigation findings).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) low output cable was loosely inserted and no signal was output. There was no patient involvement.